Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received a shock following self termination of the arrhythmia. The physician stated " even the implantable cardioverter defibrillator started to pace and it was not understood why the second shock was delivered." The device remains in use and no further patient complications have been reported as a result of this event.